Event description:
It was reported that on december 26th at 18:00, after approximately five hours of intra-aortic balloon (iab) therapy, it was confirmed that the augmentation pressure was low. The console did not generate any alarms. When x-ray imaging was performed, it was confirmed that the catheter shaft was bent in a z shape inside the aorta. The snare catheter was used to pull the tip of the iab catheter upward, and the z-shaped state was corrected to a straight state. At 15:00 on december 27th, the customer noticed another change in the blood pressure waveform, and when x-ray imaging was performed, it was confirmed that the shaft was bent in a z shape again. They thought about correcting the bending again, but decided to remove the iab catheter as it was judged that the shaft might have a tendency to bend. Another iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.7cm from iab tip. Additionally three kinks were found on the catheter tubing approximately 63.5cm, 64.5cm and 73.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The reported bent iab (z-shaped) most likely occurred from a severe inner lumen kink that resulted in a lumen break failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).